Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported having an infection and reaction at the pod infusion site on the abdomen and confirmed that the pod was worn at the time medical attention was sought. The patient reported having three visits to a doctor¿s office to provide guidance within the past three weeks. The patient¿s symptoms included redness (skin) / erythema; fever; pain; skin infection, as well as hard-to-touch areas and lumps at the infusion site. The patient¿s diagnosis was cellulitis and a possible allergy to a pod component, although the healthcare professional was unsure whether the reaction was infectious or allergic in nature. The patient reported having multiple allergies, including reactions to adhesive bandages. The patient was prescribed antibiotics to treat the infection. The patient is currently not using pods and has changed to insulin pens.